Event description:
It was reported that a patient presented remotely via merlin.net, the pacemaker (pm) exhibited under sensing. No intervention or procedure was performed. The patient was stable throughout.

Manufacturer narrative:
The pacemaker was reported earlier and atrial lead under sensing was reported later after received confirmation. Hence, for b5, related report numbers and investigation were updated in this supplementary report.

Event description:
It was reported that a patient presented remotely via merlin.net, the pacemaker (pm) and atrial lead exhibited under sensing. No intervention or procedure was performed. The patient was stable throughout.